Event description:
The customer initially stated that he has been having problems with the insulin pump over-delivering. The customer stated that he had an MRI done last year and he did not remove the insulin pump. The customer then stated that he experienced a low blood glucose reading of 34 mg/dl while driving. The customer crashed his vehicle, and was taken to the hosp for treatment of low blood glucose levels and his injuries. Troubleshooting was performed and the insulin pump passed the displacement test. However, the insulin pump was not priming correctly. Advised the customer that the insulin pump would be replaced due to the priming issue. Advised the customer to revert to a back-up plan until the replacement insulin pump arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.